Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99257. Supplemental rationale corrected data: b5, h6, h11 11 previously reported events were included in this follow-up record. Product return status 11 devices were received. Evaluation findings (results/components) 4 devices: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 4 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: wear problem, overheating problem identified / bearings. 1 device: wear problem, no device problem found / bearings. Product disposition 10 devices: scrapped by stryker. 1 device: serviced and put back into stryker stock.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 5 devices were received. 6 devices had investigation types that have not yet been determined. Additional information: 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 events for the failure: overheating of device. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 3 events had insufficient information. 3 events had no health consequences or impact. 1 event had minor injury/ illness / impairment. 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99257. Supplemental rationale, corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status. 10 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 3 devices: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 4 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: wear problem, overheating problem identified / bearings. 1 device: wear problem, no device problem found / bearings. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 9 devices: scrapped by stryker. 1 device: serviced and put back into stryker stock. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 11 events for the failure: overheating of device. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had insufficient information. - 3 events had no health consequences or impact. - 2 events had minor injury/illness/impairment. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.